Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user states that the joystick is acting up. The joystick is intermittently not working.